Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -8.00 diopter in to the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in the lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found no visible damage to the lens. Corrected data: (B)(4).